Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following field(s): device was not returned for evaluation; however, a field service engineer was onsite and found the connecting tube could not be connected due to loosened connector (grey) in reprocessing basin. Based on the results of the investigation, it is likely that the following led to the malfunction: we presumed from the investigation results that stress to the connector toward loosening direction was accumulated, which made the connector deteriorated over time, resulted in loosened connector. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): chapter 3 inspection before use 3.3 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus. Warning: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the reprocessor exhibited a broken grey scope connector. The issue occurred during reprocessing. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
A field service engineer (fse) was displayed onsite to repair the device. Upon arrive, the fse found gray connector top section unscrewed. The gray connector in tub had the top section unscrewed. Which would not allow customer to use machine. The gray connector was replaced with a new one and tested unit.